Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on november 8, 2021.

Event description:
Per the clinic, the patient experienced wound dehiscence (skin perforation) at the implant magnet site. Subsequently, the patient was hospitalized (specific date not reported) and was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.